Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample has not been returned for eval to date. Based on the info received, the results are inconclusive and the root cause of the event is unk. This application represents an off-label use for this device. The current info for use for this device states: the luminexx 3 biliary stent is indicated for use in the treatment of biliary strictures resulting from malignant neoplasms.

Event description:
It was reported that during a stenting of the iliac vein, the handle detached from the device and the doctor was not able to deploy the device. The doctor is a new user of the device and was unaware that he could manually deploy the stent. The device was removed from the pt, and the procedure was completed with another device. A 6f sheath and a 0.035 guide wire were used for the procedure. There was no reported injury to the pt.